Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced high readings. R&d root cause investigation completed: test strips producing high glucose results is due to improper storage of returned test strips: the returned vial was most likely compromised by being left open for an extended period of time; consequently, the strips within the returned vial were exposed to a humid environment.

Event description:
Costumer reported complaint for high blood glucose test results. Husband, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 74mg/dl (control solution out of acceptable range). The customer feels well and did not report any symptoms. The customer expected blood glucose result 80mg/dl-120mg/dl. The product is stored according to specification in the office. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 131 and 129mg/dl. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 107mg/dl (B)(6) 2016 fasting: no, the 98mg/dl (B)(6) 2016 fasting: no, the 118mg/dl (B)(6) 2016 fasting: no, the 92mg/dl (B)(6) 2016 fasting: no, the 111mg/dl (B)(6) 2016 fasting: no.